Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation, which confirmed the device status eri. This status is not expected after an implantation time of 28 months and 14 charge processes. The memory content of the device was examined. It was found that the device status eri had been triggered during an automatic formation on (B)(6) 2010 when the charge time was exceeded by more than 20 seconds. In a subsequent step, the ICD's capability to deliver therapy was checked. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied and the device detected the fibrillation signal as expected. A charge process followed the detection which was however, aborted. The device was then opened. The battery proved to be partially discharged. The current consumptions of the electronic module was unremarkable. Next, the components of the electronic module were inspected. A defect in a resistor was identified in the high-voltage part of the electronic module, which had caused the long charge time and led subsequently to the clinical observation. In summary, the clinical observation was caused by a defect resistor. This damage manifestation is a chance event. The device functioned properly at the time of its shipment.

Event description:
Ous MDR - after an implantation time of about 28 months, premature battery depletion was reported and the device was explanted. No worsening of the pt's state of health was reported.